Event description:
It was reported that a patient had a blood leak during hemodialysis therapy; the leak was observed on the sealing of the venous cap. The estimated blood loss for the patient was 100ml. The treatment was resumed with a new dialyzer from a different batch. The nurse informed that the issue was observed during the dialyzers first use, and the dialyzers were not reused. The nurse informed that the dialyzer passed the leak test prior to patient use. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. If there is any further relevant information from that review, a supplemental medwatch will be filed.